Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against an unspecified side device. Also reported "breast cancer" which was determined to be not device-related. Device remains implanted.